Event description:
It was reported that the ilet user contacted support to be walked through a factory reset per clinician instruction due to maladaptation due to using the wrong meal sizes during meal announcements. The event involved use of the device¿s user interface and was categorized as an improper or incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem was found, though a usage problem was identified, involving interaction with the user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.